Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient was advised to perform a paperclip reset to re-establish connections. The issue was resolved as reset was successful. No injury or medical intervention was reported.